Event description:
A malfunction alarm, identified as malfunction code 16, was reported without any notable events occurring beforehand. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a safe range. The customer attempted to reset the pump as advised by technical support, but the issue persisted. Consequently, technical support decided to replace the pump and instructed the customer to use multiple daily injections as a backup therapy. The customer was also guided on how to put the pump into storage mode and to return it using a pre-paid label.